Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was badly broken also cracked on right plunger case and missing rubber foot. Bottom of case had to tabs broken off and very old dirty drive train parts. Also had old style left plunger case without the o-ring. Motor rate error was found during occlusion test. The root causes for the reported issues were normal wear, device was over fourteen years old. Combination of motor assembly, worm gear, leadscrew and clutch halves. Actions taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. UDI information is unknown.